Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a gastrectomy procedure, the first stapling was ok, however, in the second and third firings, the staples were not well formed and remained opened. The crew noticed this because the bleeding did not stop. Then, the tissue was re-stapled, with a little increase in stomach removal. There was no serious harm to the patient. One device was discarded.